Manufacturer narrative:
Initial 2 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced five infusions set cannula was kinked on (B)(6) 2026. The patient experienced high blood glucose levels and patient changed infusion set and blood glucose adjusted itself.